Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred and the patient expired. The patient had a myocardial infarction less than 72 hours prior to the procedure and arrived to the cath lab in unstable condition. The patient was administered 600mg of clopidogrel prior to the procedure. Access was obtained through the femoral artery. The 90% stenosed, eccentric, 3.5mm wide and 30mm long target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). During the procedure, the patient was administered heparin and abciximab. The lesion was predilated with a 2.5mm device after which the stenosis was reduced to 70%. A 32x3.5mm taxus liberte stent delivery system (sds) was advanced to the lesion without resistance however there was no attempt to deploy the stent. While repositioning the device, the stent dislodged in the proximal rca. There was no attempt to retrieve the device; the stent was crushed along the vessel wall. It was also reported that a perforation occurred during the procedure. The patient experienced pericardial effusion and went into cardiac tamponade. Subsequent to the procedure, the patient expired at an unspecified time. Per the physician, the cause of death is due to the vessel perforation and tamponade.